Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received, functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect. This failure is being reported under the following rationale: if the needle had broken and lodged in the patient intervention would have been required to remove the needle.

Event description:
Per the information provided, at the end of the procedure as the doctor was removing the microtip from the patient, the needle fell out onto the surgical towel. The total procedure time was 2 minutes 11 seconds with intermittent stops for repositioning and scanning. There was no injury or harm caused to the patient by the failure.